Manufacturer narrative:
H3 ¿ analysis: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch, within an opened echelon-10 inner pouch and within a dispenser coil. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damage or irregularities were found with the echelon-10 hub, micro catheter body, or proximal marker band. The distal tip and distal marker band were found broken completely from the remaining micro catheter and not returned. The break edge was found stretched and jagged. The coating was found undamaged. Testing/analysis: the echelon-10 total length was measured to be ~156.2cm and the usable length was measured to be ~148.2cm, which is still within specification (specification: total (ref) = 155cm; usable = 147cm ± 1.5cm). The outer diameter at the distal end of the micro catheter was measured to be 0.025¿, which is within specification, (specification: 0.026¿ max). Conclusion: based on the device analysis and reported information, the customer report of ¿difficulty navigation¿ could not typically be confirmed through device analysis; however, the report could not be ruled out. Possible causes include, but not limited to, patient vessel tortuosity, damage to guidewire, damage to catheter/guide catheter, or insufficient continuous flush. Customer reported all devices were prepared and flushed per IFU, and vessel tortuosity as moderate. As the guidewire and guide catheter used during the event was not returned for analysis, any contribution of the guidewire and guide catheter towards the difficulty navigation could not be assessed. The likely cause could not be determined. The customer report of ¿catheter rupture w/ other embolic¿ is likely referring to the break found at the distal micro catheter. The stretching and jagged edges are indicative of a tensile failure, potentially caused by the resistance caused by the difficulty navigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding echelon 10 microcatheter rupture. The patient was undergoing a coil embolization procedure to treat an aneurysm. Patient's vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). It was noted that there was there was friction or other difficulty during delivery. When the catheter was removed from the patient's body, the distal end of the catheter was observed to be ruptured but intact/not separated. The catheter was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Event description:
Additional information was received reporting that there was difficult navigation of the echelon to the treatment location. The cause of the catheter rupture was not determined.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.